Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, while attempting to advance the filter from the storage tube, the filter hook interface was discovered to be separated from the vena cava filter. The system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection:the filter was returned deployed in a specimen cup. The tuohy-borst was loose. The pusher catheter was kinked approximately 29.2cm from the proximal end of the handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No catheter kinks were reported by the user. No anomalies were noted to the storage tube. The filter contained all 6 arms and 6 legs present and intact. There were no crossed limbs. Dimensional evaluation:heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review:no medical records have been made available to the manufacturer. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the delivery system and filter were returned. The investigation for failure to advance and dislodged or dislocated is inconclusive as the filter was returned deployed and procedural images were not provided. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review:the current IFU (instructions for use) states: - warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. - precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.